Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007. Product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the patient¿s skin was eroding due to how the pump was placed. It was infected. The hcp will be removing the pump and they are going to try and preserve the catheter. The reporter requested information on how to tie off a catheter. No further complications were reported. On 2017-10-20 additional information was received from a healthcare professional (hcp) via a company representative. It was unknown when the patient first started experiencing the erosion and infection. It was unknown what symptoms the patient experienced related to the erosion and infection. The cerebrospinal fluid came back positive for infection. The pump was explanted. The pump will be returned for analysis; however, the hospital was processing the device first. The patient¿s weight at the time of the event was unknown. The provided information has been confirmed with the physician. The pump indication for use was intractable spasticity.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-feb-2018 from the patient who reported that the incision was showing signs of infection. The walls of the surgical site had weakened. The patient was on IV (intravenous) antibiotics. He had a staph infection and the pump was explanted on (B)(6) 2017. A piece of the catheter broke off and was in his body. He had another surgery to remove the piece of catheter. The area was not healing well and the patient thought the staph infection was lingering. Per the patient, there was nothing wrong with the pump and it had made his life easier. The issue had been infection. The patient had an upcoming appointment on (B)(6) 2018 to meet with a wound care doctor. The patient¿s medical history included ms (multiple sclerosis). The indication for pump use was multiple sclerosis and intractable spasticity. The pump was delivering baclofen at 575 mcg/day; the concentration was unknown by the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-may-23, additional information was received from (B)(4). Additional information stated that due to the patient's anatomy, the pump had eroded through the skin causing an infected pocket and pump. It was clarified that first the pump, intrathecal catheter (with positive csf sampling intra-operatively) and parts of the interconnecting catheter (connecting the intrathecal catheter to the pump) were explanted. During this surgery an attempt was made to remove the entire interconnecting catheter; however, due to the age of the catheter/scar formation/calcifications, parts of it were fractured. Initially, it was thought that these fragments did not have to be explanted (which would have required multiple incisions). On unspecified dates, the patient was treated with unspecified antibiotics, but he continued to manifest sings of infection. At that time, it was clear the physician needed to fish out the remaining fragments (this is why the patient underwent a second surgery). Per the physician, "this incidence had nothing to do with medication (baclofen) safety." No additional information was provided.

Manufacturer narrative:
Continuation: product ID 8731sc lot# (B)(4) implanted: 2007 (B)(6) explanted: 2017 (B)(6) product type catheter product ID 8731sc lot# (B)(4) implanted: 2007 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-05, additional information was received from an healthcare professional (hcp). The fragmented piece of catheter was removed on 2017 (B)(6). The return of the catheter was requested, but the hcp reported the catheter was most likely discarded. It was sent to microbiology for culturing and evaluation. The hcp stated, "the catheter was very old and not surprising that fractured during the first surgery to remove it".